Event description:
Second revision of the gmk sphere due to stiffness 10 months after the first surgery. The surgeon resected 4mm tibial more and implanted again size 3 tibial component with 10mm inlay and 11x65 primary stem.

Manufacturer narrative:
Batch review performed on 22 december 2021: lot 1910162: (B)(4) items manufactured and released on 29-jan-2020. Expiration date: 2024-12-16. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event. Additional device involved: batch review performed on 22 december 2021: gmk-sphere 02.07.1203l tibial tray fixed cemented size 3 l (k090988) lot 2002928: (B)(4) items manufactured and released on 06-aug-2020. Expiration date: 2025-07-26. No anomalies found related to the problem. To date, all items of the same lot have been sold without any similar reported event. Clinical evaluation performed by medacta medical affairs director: few months after cemented tka, the joint is too tight and perceived as stiff, so the surgeon decides to cut more bone on the tibial side and position a stabilizing stem. This revision was not called for by a defective device.